Manufacturer narrative:
The insulin pump was received with normal operating currents no unexpected battery out limit alarm noted during testing. The device had intermittent button response due to corroded keypad traces. The device also had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call, the buttons on the insulin pump aren't working. The call was dropped. Customer called back and stated he took the batter out and place a new one in and the device alarmed battery out limit. He was unable to clear the alarm as the buttons are unresponsive. He didn't know his blood glucose level. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.